Manufacturer narrative:
The investigation determined that the original order was for live product. Specifically a foot mini fixation kit and m122 x 2 and m103 x 2 were ordered via e-mail. The e-mail was coded as a demo in the e-mail box as part of the triage for an inbound order by a customer service representative. After the initial mis-coding in the e-mail system the orders put into the system were converted to demo and a demo foot mini fixation tray was requested to be transferred in the field. The "demo, not for human use" label on the outer wrapping of the tray had been removed, therefore, not visually identifiable as a demo tray. The device history record of the tray involved found that this tray is used for show and tell purposes only. This tray was not used in a lab/operating room environment prior to this incident. As mitigation to the original root cause of sending a demo tray to the field, we are now requiring that all extremity fixation demo orders be submitted on an extremity demo order form. Actions have been taken to address the issue of the demo label missing from the outer tray.

Event description:
The minifixation foot steritray was ordered on (B)(6) 2015 for a bi-lateral lengthening surgery. The set was sterilized and opened for surgery on (B)(6) 2015. The surgeon had placed (4) corticle screws in the pts right foot and applied (1) minirail. It was then noticed that the devices/components were marked as demo (not for pt use). The surgery was immediately stopped. The screws and minirail that were applied remained on the pt. The devices contained in the tray were all identified as being demo, however, the tray itself was not. Another set was ordered and the case was completed the following day. The demo minirail was removed, however, the (4) corticle screws remain implanted. Pt is in good condition and treatment continues as planned.